Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91182589 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua (B)(4) documented in the record #15122.

Event description:
On february 17, 2022, genmark was advised of unexpected positive results for sars-cov-2 on the eplex rp2 panel tested on (B)(6)2022. The sample initially generated positive results for influenza a, and influenza a h3. The sample was retested using the eplex rp2 panel using an alternate lot which generated positive results for influenza a, influenza a h3, and sars-cov-2 targets. Data was analyzed per internal procedures and confirmed robust signal for sars-cov-2 were present as well as signal for internal control signals suggesting the consumable performed as expected. The same sample was also tested using an unspecified roche cobas sars-cov-2 assay, where no targets were detected. The negative result was communicated to the physician, and it is unknown if the patient treatment was affected.